Event description:
Hospital advised a pt was admitted for subarachnoid hemorrhage. At 5am in a bag of dopamine, concentration of 800mg/250ccns was hung. This infusion was stopped at 11am and the bag left at the bedside. At 7:30pm the pt developed hypotension and the dopamine was restarted. The pt's heartrate increased to 150 and blood pressure increased to 170-180/110-112. The drip was stopped and the pt became hypotensive again. The pt continued to be hypotensive until midnight. At 3am the nurse noted that the first bag of dopamine was empty eventhough it had only been running at no more than 2cc/hr during the times it was being infused. The nurse hung a new bag and set it up to infuse at a rate of 0.1mvcg/kg/minute. One hour and 45 minutes later this bag was empty. Throughout this time the pt was receiving d 5.45 with 20kcl at a rate of 100cc/hr on another channel. The pt also rec'd a 250 ns bolus at 7:30pm and a vancomycin piggyback at 11pm.